Manufacturer narrative:
Preliminary device analysis was not available as of the date of this report. A follow up report will be submitted when device analysis is complete. Receiving comments indicated the cap was partially detached from the pump upon receipt of the device.

Event description:
The intrathecal drug delivery pump was returned to the manufacturer after 83 months implant duration. The device was removed prophylacticly to avoid invivo battery depletion. There was no injury to the patient. Receiving comments indicate the cap was partially detached from the pump upon receipt of the device.